Manufacturer narrative:
(B)(4). Investigation efforts are ongoing. If a sample becomes available for analysis, a summary of the investigation will be provided in a supplemental report.

Event description:
Customer reported that the inner cannula of the device popped out during patient use. The inner cannular was reinserted however, the customer noted that the patient became discolored and oxygen was administered. Decannulation of the tube was not required.